Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, over the previous 5-6 months they had experienced consistent issues with the cartridges splitting during injection at an approximate rate of 50%. This had led them to create a temporary autonomy consignment, with the autonomy lenses injecting correctly only about 50% of the time as well. Additional information has been requested but is not available at the time of this report. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.